Event description:
The pt is a 47-yr-old woman who had left breast cancer in 1982, and underwent a left modified radical mastectomy. A left breast reconstruction done in 6/83. One and a half years ago, the pt developed aching pain in the left upper breast area as well as lower extremity myalgias which have gotten better. The pt has a definitive intracapsule rupture of the present implant.